Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000094659. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedance on all contacts in one lead. As a result, patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation did not determine which lead recorded high impedances.